Event description:
It was reported that the patients stimulator was no longer working. This was clarified to mean that the stimulator was overdischarged (od). The patient was unable to charge. The patient used the stimulator for a year, but her pain pattern shifted and it hadn¿t been used since 2010. A company representative attempted an antenna locate as well as a physician mode reset (pmr), but neither were successful. The representative was instructed to hold the buttons longer, which resolved the issue. The representative planned to do as many pmrs necessary as to get the device out of od. Additional information received reported that a pmr was performed and was successful. It was noted that the patient did not have stimulation due to an overdischarged battery. No interventions were reported. It was noted that the patient was receiving effective therapy. It was further noted that the patient had weight gain and was consulting with the surgeon to discuss a pocket revision to obtain more effective charging coupling. It was noted that the patient had a scheduled appointment on (B)(6) 2014. Additional information reported that the patient had gained weight and was having a problem charging. It was noted that the physician decided to replace the battery with a non-rechargeable device. It was noted that the patient was in the process of being scheduled for surgery.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3587a, lot# l46615, implanted: (B)(6) 1997, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. (B)(4).